Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 131350ha(including initiating complaint). Risk assesment: root cause: without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Exceed¿ abt® acetabular system surgical technique states, when implanting the ringloc-x shell, it is important to check that the locking ring is fully engaged with the locking groove before impaction begins. If the impaction plates or ring retainers are not used for shell impaction and should the locking ring dissociate from the cup during impaction (but remain in the sterile field), fully seat the cup into the acetabulum. The locking ring can then be repositioned by hand into the cup locking groove. In case the locking ring has fallen outside the sterile field, or is deemed to be damaged by its disengagement from the locking groove, it must be replaced with a new spare locking ring. This seems to happen with harder bone as it bends the cup causing the ring to ping off. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Occurrence rate assessment: (B)(6) 2018 to (B)(6) 2021: (B)(4) items sold. Number of similar incidents identified:1 (including initiating complaint). Occurrence ratio: 1:1,040. Severity of the reported event = 1 (negligible) and calculated occurrence rate of 3 (occasional) are in line with the risk file. Therefore, the overall score is low risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during surgery the ring of a 50 shell dislodged upon impaction into the bone. The surgeon was able to re-attach the ring after 10 minutes of trying with the shell in the acetabulum.

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the ring of a 50 shell dislodged upon impaction into the bone. The surgeon was able to re-attach the ring after 10 minutes of trying with the shell in the acetabulum. No patient, user, or other stakeholder harm.